Event description:
Dealer states the sit to stand that was put together does not align properly. Dealer states the knee pad and the supporting arms for the sling are skewed to the right and the arm goes beyond the base leg on the right side. Dealer states if it were to get a patient into it they would most likely be twisted.